Event description:
This is a spontaneous case report received from a consumer via regulatory authority ((B)(4)) in united states on (B)(6) 2014 which refers to herself who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Consumer reported that she had severe pelvic pain; she had to undergo a hysterectomy to remove the devices so the pelvic pain would subside. She stated that the devices also cause her extremely heavy periods along with severe headaches and constant ovarian cysts. No further information was provided. Ptc (product technical complaint) investigation result received on (B)(6) 2014. The ptc global number for this report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in dev@com," because an investigation of the same failure mode has already been initiated. Medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due medical importance, listed in the essure reference safety information and regarded as incident, due to hysterectomy performed (required intervention). Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. The consumer experienced pelvic pain and underwent a hysterectomy to remove the devices. Given the available information causal relationship between the event and essure use cannot be excluded. Additionally non-serious events extremely heavy periods, severe headaches and constant ovarian cysts were reported. A product technical analysis (ptc) was performed and concluded to unconfirmed quality defect. Medical ptc assessment considered that in summary, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected (no follow-up was possible since no contact information was provided).

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.